Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's therapy has turned off and reset to shipping parameters. The patient reported she checked with patient programmer (pp) and saw power on reset (por) message. It was reported that patient was recent exposed to medical test or emi environmental exposure. The patient stated she had a nerve study done. The patient was going to have to get the device reprogrammed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.